Event description:
Spoke with mother in 2008 regarding tyco/kendall heparin 100 units/ml flush pfs recall. Patient had affected lots in home. Mother reports stomach ache, nausea, vomiting, dizziness, shortness of breath off and on for previous 3 weeks including high fever, pallor, fatigue x1 week after each IV infusion and subsequent final flush of implanted port with heparin. Mother also reporting several doses a week prior to original date - port site has bled more than usual. Has missed several days of school in previous 3 weeks and reports episodes of vomiting at school as well. Mother and school employees reporting patient "not himself". Patient seen by pediatrician possibly week of that day or a week earlier -mother unsure- who determined pt had a vial infection - no antibiotics given. Replaced with bd brand heparin pfs flush. On original date - seen by pediatrician for evaluation of port-a-cath infection - blood cultures drawn, heparin drawn off port as may have been affected lot placed in port. No antibiotics given. Follow up with mom on the next day - mom reports infusing kyle on original date, after pediatrician visit - used bd brand replacement heparin with no complaints of above symptoms. As of the following month - heparin has not been returned to pharmacy. Dose or amount: 500 units - 5ml, frequency: 3 x weekly & ud, route: IV. Dates of use: 2008. Diagnosis or reason for use: implanted port-a-cath patency. Event abated after use stopped or dose reduced: yes.